Event description:
Boston scientific crm received information that a longevity estimate had been requested for this cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) discussed that an estimate would not be accurate since the battery voltage and charge time were close to elective replacement indicator (eri). Additional information was provided that the device later reached end of life (eol), then storage mode. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available, the event will be updated.